Event description:
It was reported that the patient was in the operating room (or) when the cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals detected in the ventricular fibrillation (vf) zone, believed to be caused by electromagnetic interference (emi) during the procedure and no therapy was delivered. The respiratory sensor was disabled by the signal artifact monitor (sam) diagnostic. This crt-d remains in service and no adverse patient effects were reported. Additional information was received that the field representative questioned if a magnet was placed during the surgical procedure. A request was made to have data from this device analyzed. Data analysis confirmed that a magnet had been in use during the surgery. Additional information received indicated that the anesthesia team had used a magnet during the procedure and confirmed that therapy was never delivered.

Event description:
It was reported that the patient was in the operating room (or) when the cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals detected in the ventricular fibrillation (vf) zone, believed to be caused by electromagnetic interference (emi) during the procedure and no therapy was delivered. The respiratory sensor was disabled by the signal artifact monitor (sam) diagnostic. This crt-d remains in service and no adverse patient effects were reported. Additional information was received that the field representative questioned if a magnet was placed during the surgical procedure. A request was made to have data from this device analyzed. Data analysis confirmed that a magnet had been in use during the surgery.

Event description:
It was reported that the patient was in the operating room (or) when the cardiac resynchronization therapy defibrillator (crt-d) exhibited noisy signals detected in the ventricular fibrillation (vf) zone, believed to be caused by electromagnetic interference (emi) during the procedure and no therapy was delivered. The respiratory sensor was disabled by the signal artifact monitor (sam) diagnostic. This crt-d remains in service and no adverse patient effects were reported.